Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 3007963827.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 3007963827.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in denmark. G2: literature - burvil, c. C. H., linde, k. N., stilling, m., hansen, t. B., dalsgaard, j., rytter, s., koppens, d., & petersen, e. T. (2025). Similar fixation of total knee arthroplasty components with medial congruent and cruciate retaining polyethylene inserts. A randomised double-blinded controlled radiostereometry trial with 24 months of follow-up. Knee surgery, sports traumatology, arthroscopy: official journal of the esska, 10.1002/ksa.12753. Advance online publication. Https://doi.org/10.1002/ksa.12753. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
A journal article was retrieved from knee surgery, sports traumatology, arthroscopy that reported a study from denmark. The study reported one patient from the mc group had a tka revision surgery to a knee with tibia stem lengthening at 24 months follow-up due to pain and restricted rom in both flexion and extension. Attempts have been made, and no further information has been provided.